Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). One hour post procedure, the patient reported chest pain and a small pericardial effusion was identified via transthoracic echocardiogram (tte). The pericardial effusion required no intervention and the patient was discharged one day post index procedure.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). One hour post procedure, the patient reported chest pain and a small pericardial effusion was identified via transthoracic echocardiogram (tte). The pericardial effusion required no intervention, and the patient was discharged one day post index procedure.

Manufacturer narrative:
D4 suspect medical device updated h4 device manufacture date updated.